Manufacturer narrative:
Hematoma is a known side effect of lithotripsy treatment and is addressed in our labeling. In 2009, a system check was performed on the unit. System was found to be operating according to specs; no problems were found. On the following day, scheduled preventative maintenance was performed; a coil was replaced per routine maintenance. Unit performed to spec; no malfunctions noted. Unit returned to service. Procedure was performed at the hosp.